Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that when the cs100 intra-aortic balloon pump (iabp) was used on a patient, the alarm "inflatable failure" occurred, and then the clinical staff replaced it another iabp without causing any harm to the patient. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse replaced the condensate removal module and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that when the cs100 intra-aortic balloon pump (iabp) was used on a patient, the alarm "inflatable failure" occurred, and then the clinical staff replaced it another iabp without causing any harm to the patient. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that when the cs100 intra-aortic balloon pump (iabp) was used on a patient, the alarm "inflatable failure" occurred, and then the clinical staff replaced it another iabp without causing any harm to the patient. No patient harm, serious injury or adverse event was reported.